Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and two (2) controllers ((B)(6), (B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 15:15:42, (B)(6) 2024 at 10:31:45, and (B)(6) 2024 at 12:01:07, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis also revealed one (1) controller power up event with associated pump start event was logged on (B)(6) 2023 at 15:15:42. Review of the event log file revealed that the controller was not in use prior to the power-up event; the controller last had power on (B)(6) 2023, indicating that the power up event occurred during a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2023 at 15:15:29, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 15:15:34, indicating that the driveline was connected to the controller. Additionally, log files revealed one (1) controller power up event with associated pump start event was logged on (B)(6) 2024 at 10:31:45, indicating a loss of power to the controller. The controller was without power for nine (9) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available. Further review of the alarm log file revealed one (1) controller fault alarm was logged on (B)(6) 2024 at 07:02:32, as well as multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller, initially in use during the reported event. Log file analysis revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 12:00:46. Various parameters, including time, patient ID, and pump ID were programmed on (B)(6) 2024, indicating that the power up event occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 12:00:53, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 12:01:00, indicating that the driveline was connected to the controller. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the reported loss of power events from (B)(6) 2023 and (B)(6) 2024 can be attributed to a controller exchange, as described in the event details. The most likely root cause of the loss of power event on (B)(6) 2024 can be attributed to a disconnection of both power sources by the patient, as described in the reported event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller d4: mode#: 1420 / catalog#: 1420 / expiration date: 31-jan-2019 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 09-jan-2018 / h5: no / d1: heartware ventricular assist system controller / d4: mode#: 1420 / catalog#: 1420 / expiration date: 30-nov-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 13-nov-2023 / h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of congestive heart failure (chf) experienced a controller fault alarm due to a depleting internal battery. Additionally, there were motor start events that were above normal parameters, which the patient believed might have been caused by an accidental double power disconnect. The patient arrived at the clinic with the controller fault alarm, and log files were reviewed, confirming the depleting battery as the cause, and that a ventricular assist device (vad) disconnect alarmand a loss of power had also occurred on an additional controller. It was also reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range. The controller was exchanged for a new primary controller, and the issue was resolved without any noted patient symptoms. No patient complications have been reported as a result of this event.